Event description:
The customer was using the unit on a patient and the unit shut off. It could not be turned on again. The patient was not harmed in any way as a result of this failure. Medical staff intervention was limited to changing the monitor with another that had not failed.